Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The customer received questionable results for multiple assays for qc and patient samples. Only the calcium results for one patient sample were provided as an example. The initial result was 5.4 mg/dl and was reported outside the laboratory. The sample was repeated and the result was 8.5 mg/dl. A second tube from the patient was tested and the result was 8.3 mg/dl. The repeat result was believed to be correct. No treatment was provided and the patient was not adversely affected. The calcium reagent lot number and expiration date were requested, but were not provided. The field service representative stated there was a mechanical failure and the customer had found the cuvette rinse head was loose. The customer tightened the rinse head. The field service representative performed mechanical and diagnostic checks which all passed. The customer performed precision testing and qc on multiple assays with all results within specification.